Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additional information was received reporting that the 4.5x19mm rx graftmaster stent sealed the perforation successfully and there were no issues with the use of the device therefore, no investigation is required. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Codes 4641, 2682 were removed.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left main/left anterior descending arteries. A 4.5x19mm and 4x19mm rx graftmaster covered stents were deployed at 16 atmospheres (atm) and 15 atm, but failed to seal the perforation. Type of medical intervention was not specified. There were no reported adverse patient sequelae. Subsequent to the initially filed MDR report, the account confirmed that the 4x19mm rx graftmaster was first implanted but failed to seal the perforation. There were no deployment issues with the stent and it did not exacerbate the perforation. Then a 4.5x19mm rx graftmaster stent was deployed and ultimately sealed the perforation. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional rx graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left main/left anterior descending arteries. A 4.5x19mm and 4x19mm rx graftmaster covered stents were deployed at 16 atmospheres (atm) and 15 atm, but failed to seal the perforation. Type of medical intervention was not specified. There were no reported adverse patient sequelae. Additional information has been requested.